Event description:
Additional information was received which reported a new event date. An initial interrogation of the device was done and it was found to be in storage mode. The device was reprogrammed and brought out of storage mode. No patient involvement as the device has not been implanted at this time.

Event description:
It was reported that this pacemaker recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. This device was not implanted. No patient involvement.